Event description:
Cpi received info that this implantable pulse generator (ipg) was explanted due to lack of pacing at high outputs and the lead system was removed from service due to loss of capture. The ipg and leads have not been returned for analysis. If the ipg and lead system are returned they will be analyzed.